Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: IV tubing leak.

Manufacturer narrative:
Reported material and lot number unknown, potential material and lots found from smart site ID. D4: catalog #: 2420-0500. D4: medical device lot #: 22016163. D4: medical device expiration date: 29-jan-2022. H4: device manufacture date: 29-jan-2025. D4: catalog #: 2420-0007. D4: medical device lot #: 22025999 . D4: medical device expiration date: 23-feb-2022. H4: device manufacture date: 23-feb-2025. D4: catalog #: 2420-0007. D4: medical device lot #: 22015874. D4: medical device expiration date: 30-jan-2022. H4: device manufacture date: 30-jan-2025. D4: catalog #: 2420-0007. D4: medical device lot #: 21076343. D4: medical device expiration date: 23-jul-2021. H4: device manufacture date: 23-jul-2024. D4: catalog #: 2420-0007 d4: medical device lot #: 21076372. D4: medical device expiration date: 26-jul-2021. H4: device manufacture date: 26-jul-2024. D4: catalog #: 2420-0007. D4: medical device lot #: 21076375. D4: medical device expiration date: 23-jul-2021. H4: device manufacture date: 23-jul-2024. D4: catalog #: 2420-0007. D4: medical device lot #: 21076376. D4: medical device expiration date: 24-jul-2021 h4: device manufacture date: 24-jul-2024 the following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 13-apr-2022 h6: investigation summary the customer reported unknown tubing was leaking, and returned two used sets. The sets were identified as 2420-0007 or 2420-0500 from their smart site ids. The first set separated from the lower fitment of the pumping segment, and the root cause was found to be insufficient solvent applied during assembly. The second tubing set was found to leak from a hole in the smart site blue piston. The affected smart site was the 3rd one, closest to the male luer. The root cause was further investigated by manufacturing and was found to be unrelated to the manufacturing process, as there are controls in place to prevent this defect. Reported material and lot number unknown, potential material and lots found from smart site ID. A device history record review for model 2420-0500 lot number 22016163 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22025999 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22015874 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 22025000 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21076343 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21076372 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21076375 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21076376 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: IV tubing leak.